Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because there was difficulty removing the gripper line from the second clip delivery system (cds 50205u155). The gripper line separated and a portion remains in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first mitraclip clip delivery system (cds) was successfully implanted on the mitral valve leaflets. The second mitraclip (cds 50205u155) was also successfully implanted on mitral valve leaflets, reducing the mr to grade 1. During the subsequent deployment stages of the second clip, there was difficulty removing the gripper line. Reportedly, resistance was met during careful attempt to remove the gripper line for over 15 minutes. Approximately 1.80 meters (m) of the gripper line was removed with resistance. The remaining griper line, more than approximately 1.80 m, was unable to be removed. Troubleshooting measures were performed and then a precise force was applied on the gripper line during removal. Following, the gripper line separated and remained attached to the implanted clip. The cds was removed. A general catheter was placed over the separated gripper line and through the steerable guide catheter (sgc) in attempt to remove the gripper line again. Attempt to pull the separated gripper line through the catheters was unsuccessful. Approximately 10 or 20 centimeters (cm) of the gripper line remains in the patient anatomy. Per echocardiogram, the gripper line remains on the implanted clip, with a coil like appearance, and that same separated gripper line was in the aortic valve. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported inability to remove gripper line and gripper line break were confirmed via returned device analysis. The total length of recovered gripper line is consistent with the reported broken gripper line and the remaining portion in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database identified no other incidents for the reported lot for the reported difficulty in removing gripper line and gripper line break. Potential causes for the inability in removing the gripper line resulting in the gripper line breaking were considered, including manufacturing anomalies, patient conditions and user technique or procedural conditions. Based on the information reviewed and the analysis of the returned device, it is possible that the gripper line lumens became constricted as a result of procedural conditions (natural patient anatomy). Aggregations of forces due to patient anatomy likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined. The gripper line break was subsequent to the inability to remove the gripper line. While potential causes for the inability to remove the gripper line were considered, a definitive cause could not be determined. There does not appear to be a product quality issue with respect to manufacture, design, or labeling. A cine was received and reviewed by abbott vascular senior medical advisor. Per medical advisor, this patient had symptomatic severe functional mitral regurgitation with a restricted posterior leaflet. During the case the first clip was implanted successfully with reduction in mitral regurgitation but there was still presence of a jet. The second clip was implanted with difficulty due to the anatomy and it was reported that there was resistance during removal of the gripper line resulting in a remnant left in the anatomy, which was confirmed on the images that were provided. The mr grade was reduced despite the gripper line issues and there was imaging confirmation of successful implantation of both clips.